Event description:
No new information.

Manufacturer narrative:
The complaint that the needle would not retract could not be confirmed; however, slow needle retraction was confirmed for one of the 18ga insyte autoguard units that were provided for investigation from lot: 5120110. A functional test showed that each needle fully retracted when each safety mechanism was activated; however, the retraction time of one needle exceeded the specification limit. Dispersed gel, which was found between the flash chamber and the grip, likely caused a delay in retraction. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and address the manufacturing root cause. The appropriate manufacturing personnel were notified of the confirmed slow retraction complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The button requires to be pushed very hard to get the needle to retract and if it is not pushed hard enough then the needle is not retracting or is very slow to retract. Staff describe it as if the needle is almost getting stuck in the vein. This is leading to many near miss needle sticks throughout our department. The exact date is unknown. The concern is risk for the clinician with the needle slow or unable to retract, as well as the potential need of additional piv insertions for the patient. No harm or injury occurred with these.